Event description:
It was reported that an attempt was made to implant a 3.0mm diameter x 30mm length endeavor resolute rx drug-eluting stent into a patient. The location of the vessel was the ostial left main anterior descending artery. The vessel was described as a non-tortuous vessel with severe calcification and 80% lesion stenosis. There were no difficulties observed when removing the device from the hoop. The stent was inspected prior to use with no abnormalities noted. The lesion was pre-dilated with a 3.0mm diameter x 15mm length nc sprinter rx balloon dilatation catheter and the remaining stenosis was 50%. No resistance was encountered in loading the device onto the guide wire, hemostasis valve and guide catheter; however, it is reported that when advancing the device, some resistance was felt especially at the severe calcified part of the lesion. It is reported that moderate force was used to deliver the device to the lesion; however, as the device could not cross, it was withdrawn. Upon withdrawing, the stent dislodged from its original position on the balloon. According to the physician the stent dislodgement may have occurred because the stent entwined on the pci wire. When the wire was withdrawn, the stent was seen on the wire. A dissection in the left main ostium is reported. It is reported that the conditions of the patient were stable post procedure; however, it is also reported that the patient died 2 days later. The physician reported that the cause of death of the patient is unknown. Medtronic has received the device and its analysis has been completed. The hypotube was bent and wavy and was kinked 39cm distal to the strain relief. The stent was not on the balloon. Crimp/bake impressions were evident along the working length of the un-inflated balloon. The inner shaft was kinked immediately distal to the proximal marker band. The distal tip was dented and deformed. The stent appeared curvy in shape with some slightly raised struts. Communication received from the field confirmed that the lesion was situated in a non-tortuous vessel with severe calcification and 80% lesion stenosis. Although the lesion was pre-dilated for 8 inflation with the 3.0mm diameter x 15mm length nc sprinter rx balloon, the pre-dilation may not have been sufficiently effective in opening the stenosis and this may have resulted in the resistance experienced during delivery of the 3.0mm x 30 mm length endeavor resolute rx drug-eluting stent. The physician reported resistance when attempting to advance the stent through a severely calcified area of the lesion. On withdrawal of the device, the stent had dislodged and was removed entangled on the guide wire. The procedural images were reviewed at the manufacturing facility and by an external clinical consultant. The images show the presence of diffuse disease in the left main and the left anterior descending artery. Post stent deployment in the lm and proximal lad and further ballooning of the lad the images show what appears to be "faint distal opacification with long defect image compatible with thrombus or dissection". Thus confirming the presence of a thrombus or dissection in the vessel. However, there are no images of the reported dislodgement captured on the cd. Based on comments from the external clinical consultant, it was not possible to draw any conclusion on the root cause of the reported dislodgement, dissection or patient death. The possibility exists that the severe calcification present may have impacted on the stent securement during advancement and/or withdrawal of the stent. The physician commented that when removed the stent was entwined on the pci wire which may have impacted on the stent dislodgement. The physician reported that the cause of death of the patient is unknown.

Manufacturer narrative:
Evaluation codes, results: stent dislodgement. The lesion was severely calcified and exhibited 80% stenosis. Pci wire. Conclusions: the lesion was severely calcified and exhibited 80% stenosis. Pci wire.